Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the terminal ileum was found trapped in the right lower quadrant by a barb on the exposed tail of the suture from prior peritoneal closure. Photographic inspection observed x-ray and CT scans of the patient, the product could not be identified. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the patient had experienced a medical complication as a result of device usage. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: small bowel obstruction secondary to barbed suture after minimally invasive inguinal hernia repair source: the american surgeon january 2020 vol. 86 pp e14-16. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on a (B)(6) male was found to have a small bowel obstruction following an uncomplicated, minimally invasive hernia repair. Per reported procedure, the hernia repair was accomplished with a mesh, which was reapproximated on the peritoneal edges with an absorbable, barbed suture. The patient was discharged home the day of surgery but returned on post operative day 1 with complaints of abdominal pain, vomiting and mild leukocytosis. An abdominal x-ray initially revealed a nonobstructive bowel gas pattern but then was later repeated and demonstrated dilated loops of the small bowel concerning for ileus or early postoperative bowel obstruction. During exploratory surgery, the terminal ileum was then found to be trapped in the right lower quadrant by a barb on the exposed tail of the suture from prior closure. The bowel was released from the suture and the suture tail was cut and removed. The patient had an uneventful post operative recovery was discharged home without further complications.